Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after greater than 1 hour in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Visual examination revealed a hole in the cuff of the tracheostomy tube located approximately 20mm away from the tube end. Examination under magnification revealed a v-shaped tear of approx 1.3mm in length. The investigation noted there were no manufacturing defects present. We were unable to determine when or how the device became damaged.